Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed had the arctic sun device with a circulation pump issue and would like to do the 2000-hour preventive maintenance.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a failed circulation pump. The device was evaluated upon receipt. A circulation pump issue was confirmed. Serviced the circulation pump. Low flow alarm was experienced, found to be due to a plug/ingress in the system. A photo showing this slime on the tubing from the manifold was attached by the service technician. It was found that the ip was -11.0 upon startup, preventing the circulation pump from starting. During repair, it was found that the tank seals were worn/torn. The mixing pump motor was found to have stripped threads. A 2000-hour pm was completed on the device. Unit was cleaned. Pressure transducer was replaced. Tank seals were replaced. Mixing pump motor was replaced. As part of the pm, serviced the mixing pump, replaced the heater, evaporator outlet tube, double bend tube, and manifold o-rings. The arctic sun passed functionality testing in compliance with manufacturer specifications, functions normally and is ready for use. A review of the risk document, dfmea ra2800010, revision 25, was performed for this investigation. The reported event is addressed in step # ra101. Based on this review the risk is within the expected range. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. Correction: d, f, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed had the arctic sun device with a circulation pump issue and would like to do the 2000-hour preventive maintenance. Per sample evaluation results on 31jul2025, low flow alarm was experienced, found to be due to a plug/ingress in the system. It was found that the ip was -11.0 upon startup, preventing the circulation pump from starting. During repair, it was found that the tank seals were worn/torn. The mixing pump motor was found to have stripped threads.